Manufacturer narrative:
In response to FDA report number: mw5147077, mw5147078. The events of "lymphadenopathy" and "lymphoma - alcl - suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: bia-alcl-suspected; lymphadenopathy.

Event description:
Patient reported left side "possible alcl", "generalized lymphadenopathy (neck, axillary, groin, chest, back of head - occipital)", "lumps in breast near implant", "anxiety", "fevers", "swelling", and "difficulty breathing". Pathological markers confirming alcl have not been received. Patient also reported the following events, which are not device-related: "esophageal stricture", "rhabdomyolysis", "chills, night sweats, chronic generalized pain, hair loss, weight loss without trying, no appetite, chest pain, ptsd, depression, etc". Device remains implanted.